Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline infection that began on (B)(6) 2022. The patient reported a tug and subsequent redness and drainage at the driveline exit site. The driveline drainage was cultured in the clinic, which was positive for staphylococcus. The patient was started on augmentin (amoxicillin/clavulanic acid). When drainage did not improve, the patient was started on linezolid on (B)(6) 2022. The patient didn't tolerate the new medication and was switched to bactrim (trimethoprim /sulfamethoxazole) on (B)(6) 2022. The patient was later admitted on (B)(6) 2023 for pancytopenia, so the patient's bactrim dose was decreased and they were started on leucovorin. The patient was discharged on (B)(6) 2023 and would be monitored as an outpatient on an ongoing basis. The patient was doing well on chronic oral antibiotics.

Manufacturer narrative:
Section d3, g1: updated information; section d1, brand name: corrected; section d4, catalog number: corrected; section d4, primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.